Event description:
The defect was sized by tee, and the largest diameter was 26mm, the smallest diameter was 23mm. Balloon sizing wasn't used because the physician had explained that while using 34mm sizing balloons for large defects (30mm and above), the waists are usually not clear and the balloons often slide to the right atrial side. The physician decided to perform the occlusion with a 32mm device. The implantation was successful, to ensure proper device position, the device was moved by a "to and fro" motion. However, the device was found migrated hours later, and the patient was sent for surgery for the removal of the device and the repair of the defect.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Review of the cd by aga medical's senior research and development scientist resulted in the following findings: the cd recorded serial cine images dated 8/15/2006 showing part of an asd device closure procedure. A right pulmonary venogram showed a large secundum asd with left to right shunt. Balloon sizing was not performed. An amplatzer asd occluder was deployed in the atrial septal region. The device configuration and location after deployment looked fine. A testing by forward and backward movement on the delivery cable was performed to check the device stability: the testing could not displace the device. The device was stable in position after detaching; an angiogram by injection of the contrast in right atrium demonstrated proper positioning of the device with outline of the right atrial contour. No echocardiographic images were recorded in this cd. Impression: large secundum asd with left to right shunt was found in this patient. Location of the defect was unk and the condition of the defect rim was also unk because no echo images were received. The device looked stable upon release. A test by forward and backward movement on the delivery cable was performed to check the device stability. However, the device was found to be migrated hours later. The device stability can only be confirmed by echocardiography with multi orientation views. The forward and backward test cannot reveal the device stability, it is possible that part of the device disc had crossed the defect and gotten stuck at the septum; which can result in later migration, especially if the defect was absence of partial rim. Since there weren't any echo cardiographic images received, no conclusion can be drawn as to why the device migrated. Insert a compliant ballon catherter over the exchange wire into the left atrium and determine the diameter of the defect (asd IFU, directions for use section 11.3). Embolized devices must be removed (asd IFU, warnings, section 4.4). Physicians must be perepared to deal with urgent situations, which require removal of embolized devices that result in critical hemodynamic compromise. This includes the availablity of an on-site surgeon (asd IFU, warnings, section 4.3).